Event description:
The customer reported that the normal activation sounds were made through the end tone, indicating a completed seal cycle. The doctor noted that there was no sizzling, so, he did not cut. There was no bleeding as a result and the surgeon used suturing to complete case. The generator was set at three bars. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.